Event description:
Intra-aortic balloon pump (iabp) kept alarming for timing problems and rapid gass loss. Iabp kept going into stand-by mode causing cardiac arrest with prolonged resuscitation attempts requiring ECMO cannulation. Resuscitation attempts requiring extracorporeal membrane oxygenation (ECMO) cannulation.